Manufacturer narrative:
The product information could not be obtained. It's not possible to determine the manufacture date without the meter information.

Event description:
The customer received a 60% difference between her blood glucose readings on her breeze2 meter and the meter at the doctor's office. Specific readings were not provided. A 60% difference between the readings could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have access to her supplies so further product information could not be obtained. Product is not expected to be returned for evaluation.